Manufacturer narrative:
Three (3) needles have been tested. Two (2) needles resulted defective during the aspiration. Cause of the problem is probably a lack of glue during assembly. We replaced the defective products to the hospital.

Event description:
During the bone marrow procedure the jamshidi needle had a problem during the aspiration (lack of depression, 3 needles were defective).